Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed and the procedure was completed. There were no patient complications nor injuries reported and the patient's status was good.